Event description:
The patient underwent full revision surgery, and the reason for the full revision was unknown. The explanted generator and lead were received into product analysis (pa). Generator pa was completed. Comprehensive electrical testing showed that the generator performed according to all functional specifications. Fluctuating high impedance was seen in the generator data download. The remainder of the data dump was reviewed and no further anomalies were noted. Lead pa was completed. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The condition of the returned lead portion was consistent with the conditions typical of explanted leads. Abrasions were noted on the outer silicone tubing, but there were no abraded openings noted. Portions of the lead appeared compressed, and the lead appeared kinked approximately 24.2 cm from the connector boot. The dried remnants of what appeared to have once been body fluids were noted within the inner and outer silicone tubing; however, the only noted leakage path was the cut end of the lead. Setscrew marks on the connector pin indicate that at one time good mechanical and electrical connection existed between the generator and lead. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion. No additional relevant information has been received to date.